Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, "a cap was missing from one of the lines" of a homechoice cassette. The patient disposed of the current supplies attached and started over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.